Event description:
According to the available information the stent does not pass over the guide. There was a failure of placement and another stent was used but the issue occurred again. Another stent was used. The other failure was captured on (B)(4).

Manufacturer narrative:
Correction: b5: updated description to provide details that incident occurred twice and referenced other complaint number that captured the other incident. B1, b2 & h1: there was no reported injury to the patient. Corrected to a product problem and malfunction and removed outcomes attributed to adverse event as no injury occurred. We searched for another complaint regarding lot number 10299306 refer to (B)(4). The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the stent does not pass over the guide. There was a failure of placement and another stent was used.

Manufacturer narrative:
We searched for another complaint regarding lot number 10299306 refer to (B)(4). The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.